Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that probably about 3 days ago, they felt like they can feel the stimulator on the implant site, then they had noticed after that, that they were not holding the urine like they were doing before they had it done. Patient stated that they don't know if their food causes it or what. Patient also stated that they were feeling pretty good about it, although they were still wearing the pads until they slowed up, and mentioned that it's filling up and they didn't know it's filling up. Patient denied having falls or accident that could potentially damage the device. Agent walked the patient through connecting to the ins and reviewed increasing stimulation. Patient was able to increase the stimulation to a comfortable level on the bike seat area. Patient to monitor the symptoms and redirected to the hcp if it persists. Patient also mentioned that they are about to go for surgery.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.